Event description:
Boston scientific received information that this right atrial lead had a micro dislodgement. Additional information was received indicating that positional changes in threshold and p-wave amplitudes were observed during the post-operative check. The lead was then successfully repositioned and still in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.